Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 126ohms. Technical services (ts) was contacted and recommended follow up with the clinic. This rv lead remains in service. No adverse patient effects were reported.